Manufacturer narrative:
(B)(4). A review of complaint history, device history record, instructions for use (IFU), quality control, and trends and a functional test and visual inspection of the returned device were conducted during the investigation. Based on the information provided, the valve leaked excessively after deployment and removal of the gray dilator. No adverse effect was reported. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." The returned device was evaluated on 17jun2015. The iris valve was not functional. There were two tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. There was leakage with a dilator in place. There was no leakage without a dilator in place. There is no evidence to suggest the product was not manufactured to current specifications. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
During a evar procedure on a (B)(6) male patient, the captor hemostatic valve leaked after deployment of device and removal of dilator/grey positioner. It is estimated that the patient had 300ml of blood loss. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During an evar procedure on an (B)(6) male patient, the captor hemostatic valve leaked after deployment of device and removal of dilator/grey positioner. It is estimated that the patient had 300ml of blood loss. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience or any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.